Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt had been sent a new controller and battery pack but still had ongoing issues that started a long time ago. Pt could not recharge their ins for they still had problems with the device connecting and it took longer to recharge the ins; sometimes the area where the ins battery was would get blue and swollen sometimes and it caused a lot of pain. Pt noted they had called about this many times which lead to them being sent a new controller and then a battery that helped only for 2 or 3 weeks. Pt said their ins was not only taking longer to charge but sometimes it did not give a full charge. Also when they wake up they would wake up in a lot of pain and it would show their stimulation was off even though the ins had a full charge. The pt was redirected to their healthcare provider to further address the issue